Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted the valve seal for the trocar balloon was disengaged. The trocar balloon, dissector balloon, lock collar and obturator appeared intact. The cannula was undamaged. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition of leak was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. The reported condition of cannula damaged was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair procedure, the ring came off two deflated balloon and was lodged in the cannula which caused air leak. A new device was used to complete the procedure. There was no patient injury.